Event description:
Additional information was received from the customer stating that four different batches were affected by a cold chain loss. One batch contained five units, while the remaining three batches each contained one unit. In addition, ninety-three units are under quarantine, and the customer has requested the withdrawal of these units from the following shipments (a total of (B)(4) units). The reporter also confirmed that all affected patients experienced post-cataract inflammation, which was not identified as tass. The products used in all cases were evaluated, and although an ophthalmic viscoelastic material was among them, it has not been determined to be the causative factor.

Manufacturer narrative:
Additional information was provided in sections b.5. D.4. H.6 and h.11. No other inflammation-ocular-other and no other product use/user technique complaints for reported lot. No other adverse events were reported for this lot. All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations were reported during manufacturing of this lot that could cause the reported adverse event. There were no confirmed out-of-specification stability deviations, and no unusual trends were observed for the stability results of the stability batches tested during the review period of this apqr. No complaint sample is available for investigation. As no manufacturing related issues were identified during the investigation; a conclusive root cause cannot be determined for inflammation-ocular-other complaint conditions. Consumer mishandling, consumer perception, consumer physiology, and unrelated events could not be eliminated as potential root causes of the reported complaint condition. Solution quality issue ¿ unlikely; all batches are released according to the required specifications; all testing results were within specification for this batch. Consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Consumer perception - no conclusion can be made regarding the contribution of consumer perception as this factor is outside the control of the manufacturing facility. Event related to consumer physiology ¿ no conclusion can be made as this factor is outside the control of the manufacturing facility. Event unrelated to product use - no conclusion can be made regarding this root cause based on information available. The root cause of the product use/user technique complaint condition can be attributed to user handling. Review of the lot complaint history and manufacturing documentation found no issues that would have contributed to the reported complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not explicable from a technical point of view. The product use/user technique complaint condition does not represent a quality issue. No action is required. Monthly trend reporting for complaints was reviewed and an adverse trend was identified. However, these are non-technical event codes so no further action is required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic product delivery with loss of cold chain was associated with several cases of postoperative inflammation following cataract surgery (not exactly tass-toxic anterior segment syndrome, but similar). The report states that it is very unlikely to affect patients in these cases. The patients recovered from the events without subsequent complications. Additional information has been requested, but none has been received to date.